Event description:
Reference number (B)(4). Event occured in the united arab emirates. On (B)(6) 2025, the patient reported that the cannula of their infusion set was triggered prematurely, activating before it could be properly inserted. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: united arab emirates.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001412, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6001412 was manufactured according to the work instruction (wi) version 62 and manufactured in the line li60 on 24-may-2023, with a total of (B)(4) units. An non-conformance (nc) 1674558 for update of their accusolo software was performed for the sterilization process. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) was raised during the process unrelated to the malfunction reported, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.